Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-paddle leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7125029, UDI: (B)(4). Product family: scs-paddle leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136325, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient experienced inadequate stimulation. Despite multiple reprogramming attempts, the patient experienced no significant pain relief. To resolve this, the patient underwent a procedure where the entire system was removed. Postoperatively, the patient is doing well and has reported satisfactory coverage. The explanted device was disposed of in accordance with facility protocols and will not be returned.